Event description:
On (B)(6) 2012, the lay user/patient's care giver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began several days prior to contacting lfs (date/time not specified). The patient's testing frequency is not known, however, according to the csr's documentation, the patient manages her diabetes with unspecified dosages of novolog and lantus insulin. It is not clear what action the patient took in regards to her diabetes management in response to the reported meter issue. As a result of the alleged meter issue, the patient reportedly developed unspecified symptoms of hypoglycemia (date/time unknown). The reporter, however, denied the patient received any treatment after the alleged meter issue occurred. Following the reported meter issue, it is not known if the patient tested her blood glucose with another/ secondary device and it also not known when the patient's symptoms improved. At the time of troubleshooting, the reporter did not have all of the patient's the testing supplies available. The alleged issue, therefore, remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed unspecified symptoms of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.d4 test strip lot #: not provided